Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. A relationship between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. All risks have been adequately identified in the dfmea/pfmea. A device labeling/IFU review was performed and indicated the instructions for use (IFU) includes recommendations, instructions and precautionary statements for proper use of the product. Factors that are known to contribute to the alleged fault/failure may include a material failure. A supplier correction action has been issued to address this failure. If the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Event description:
It was reported that during an arthroscopy, the elastic band of the shoulder stabilization included within the kit was wearing and tearing easily; it did not allow to adjust it in the patient's extremity. The procedure was completed without delay using a competitor back-up device. No patient injury or other complications were reported.